Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve embolized into the aorta. Per report, the team had advanced the rf3 delivery system across the annulus, held ventilation, began pacing, and lost pacing capture. Capture was regained during the initial cine run but they lost capture again as they began to inflate the valve. The embolized valve was subsequently retracted into the descending aorta; however, it was unable to be deployed below the renals as the aorta was too big. In order to troubleshoot, a medtronic endurant covered stent (36mm x 64mm) was deployed within the 26mm sapien valve and successfully secured the valve. A second 26mm sapien valve was then prepped and deployed in a 40:60 ventricular position with great results. The patient was noted to have remained stable through the procedure. Additional information provided by the clinical specialist, indicated that the physician believed the pacing wire should have been re-engaged when the team noticed the lost capture the first time. Instead they made no adjustment and lost capture a second time during inflation.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was not explanted from the patient. In addition, a device history record (DHR) review was not performed or required as there was no allegation of product malfunction. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause of the embolization was attributed to the loss of pacing capture. The physician believed the pacing wire should have been re-engaged when the team noticed the lost capture the first time. Instead they made no adjustment and lost capture a second time during inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.